Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) of a patient whose indication for use is essential tremor and movement disorders reported that the patient had an adjustment made to 5v by neurologist. The patient experienced a jolt and facial drooping on the right side. The patient's tremors were better controlled at this amplitude, however, patient's facial dropping last about 3 days and then it went away. The hcp felt patients' left side might not have been working which was why he felt such a jolt at 5v. The implantable neurostimulator recharger (insr) indicated the implantable nuerostimulator (ins) was fully charged and everything was fine. Hcp stated that he found "no impedance." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.